Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that the pump was immediately discarded during surgery and they did not have the opportunity to retrieve it. The physician was not sure of how the pump pocket infection occurred, he suggested maybe the home health infusion company, possibly. The rep had not seen the patient since surgery. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 1561.6 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had magnetic resonance imaging (MRI) performed on (B)(6) 2019 at 2:19 pm and the pump recovered the same date at 3:22 pm. However, on (B)(6) 2019 at 12:36 the pump stalled again and had not yet recovered. The patient did not recently have an MRI regarding the motor stall on (B)(6) 2019. The motor stall was active. The patient was to be admitted and put on oral medications. The patient experienced no significant change but a small twitch in their leg was noted. The patient also seemed tired. The patient was paraplegic. The pump was interrogated and showed a stall. They did not hear the pump alarm. It was further noted that a nurse interrogated the pump on (B)(6) 2019 and that was what prompted the patient and family to go to the hospital. The neurosurgeon at the hospital was notified and it was indicated that the pump would likely be replaced. Additional information was later received from an hcp via a company representative on (B)(6) 2019. They were replacing the pump on (B)(6) 2019 due to an active motor stall, but the pump replacement was aborted because when they opened the pump pocket, it was full of puss. An infection related to the device at the location of the pocket was further indicated as having been confirmed. The pump was explanted. No further patient symptom was reported. The pump was noted as having administered baclofen with concentration 2000 mcg/ml at a dose rate of 96 mcg/day. No further patient complications have been reported as a result of this event.